Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a thermocool smarttouch sf catheter and the patient experienced cardiac tamponade that required drainage and medication. After the procedure was completed, echography revealed pericardial effusion, and drainage was performed. Administering vasopressor stabilized the blood pressure. The patient was doing well. No extended hospitalization. Physician assessment of the health problem was non-serious (moderate/minor). The physician's assessment of the health hazard and its involvement with the product (causal relationship with the product) no causal relationship with the products. Atrial septal puncture was performed with rf needle. Ablation was performed before pericardial effusion was confirmed. No steam pop was confirmed. Irrigation catheter¿s flow rate setting was low flow: 2 ml. Ablation was conducted only at 50w. During ablation 15ml. Pre: 3 seconds / post: 5 seconds (high flow). Cf monitoring methods used was dashboard, vector, and visitag. Coloring setting for visitag was tag index. No abnormalities observed prior /during use of the product. Additional information was received on 08-jun-2025. Patient improved. The energy source used when the adverse event occurred was radio frequency (rf). One catheter exchange occurred for each during the procedure. Additional information was received on 15-jun-2025. Patient fully recovered (no residual effects). The anticoagulant medication was resumed the day after the procedure. The patient has been discharged from the hospital on (B)(6) 2025. No extended hospitalization was required. One transseptal puncture site as performed during the procedure. The physician's opinion on the cause of the adverse event was that it was procedure related; after the transseptal puncture, when inserting the second catheter into the left atrium, the catheter might be inserted into the septal cavity rather than the left atrium. Procedural act was over 300 seconds (maintained 300-350). A total of 97 ablations were performed during the procedure, 85 within the pulmonary veins and 12 outside of the pulmonary veins.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
During an internal review on 26-jun-2025, noted a correction to the 3500a initial as should have processed under a3b. Gender as male (cisgender man/boy). Therefore, processed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The investigation was completed on 18-jul-2025. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number 31542017l and no internal actions related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).